Event description:
It was reported that a patient underwent a disc replacement procedure at c5/6. During the procedure, the tip of the drill bit was broken. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). Analysis of the returned product found that the drill bit is broken at the root of the fluting. The broken piece was not returned. The fracture appearance is ductile. No defect was found at the level of the breakage. This kind of failure is consistent with an over-torque of the instrument during use. With the available information the origin of the over-load can not be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.